Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression. The cause of the external abrasion is consistent with friction to the device can.

Event description:
During a follow-up appointment, noise episodes leading to oversensing were noted. The lead was explanted and replaced. The patient was well following the replacement procedure.